Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support that during drain 1 of 4 dv=3692ml of 2,474ml he was concerned because he has been draining out much more peritoneal dialysis fluid than the expected amount. Patient stated that he had bypassed dwell 2 so that he could drain because he was feeling very full. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 2 where 5205ml drained. This drain is 192% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 2704ml is 4867ml. Follow-up with the patient's peritoneal dialysis nurse indicated that the patient did not experience any serious injury and there was no medical intervention. The liberty select cycler was replaced.

Manufacturer narrative:
The reported symptom (iipv (dv > 180% to 200% of fv)) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered during the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."